Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - asr/supplemental information received. Part/lot for sleeve and stem have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Patient was revised to address acetabular cup loosening. Litigation alleged the patient suffered elevated metal levels in his blood, pain, fluid collection within the joint space and decreased mobility as a result of the implanted asr hip. The hip was explanted and replaced. Upon explant, the physician allegedly discovered pseudotumor, synovitis and necrotic tissue at the implant site.